Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received information that a 3300tfxj aortic pericardial valve, implanted approximately three (3) years and ten (10) months, was explanted due to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately one (1) year, aortic stenosis was detected. After an implant duration of approximately three (3) years and a few months, aortic valve area (ava) measured <0.5cm2. The device was explanted and replaced with a livanova's perceval valve with no adverse patient events reported. The patient status was reported as "recovering". The device was returned for evaluation. Multiple cardiac surgical procedure: morrow surgery at explant. Patient medical history: dialysis patient. The surgeon commented that the aortic stenosis detected after one (1) year of implantation was possibly due to thickening of interventricular septum. The surgeon also commented that this explant was earlier than expected.product evaluation showed heavy calcification and moderate pannus.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: h3: evaluation summary: customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate on the inflow aspect. Sewing ring was torn at leaflet 2 and 3 of inflow aspect. Metal band was exposed at leaflet 2 and 3. Wireform was also exposed at commissure 2 and around leaflet 2 on the outflow aspect.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfxj aortic pericardial valve, implanted approximately three (3) years and ten (10) months, was explanted due to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately one (1) year, aortic stenosis was detected. After an implant duration of approximately three (3) years and a few months, aortic valve area (ava) measured <0.5cm2. The device was explanted and replaced with a livanova's perceval valve with no adverse patient events reported. The patient status was reported as "recovering". The device was returned for evaluation. Multiple cardiac surgical procedure: morrow surgery at explant. Patient medical history: dialysis patient. The surgeon commented that the aortic stenosis detected after one (1) year of implantation was possibly due to thickening of interventricular septum. The surgeon also commented that this explant was earlier than expected.